Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the problem alarm issue was confirmed. The fse solved the system issue by reconnecting the network cable. The fse confirmed that the system is working correctly.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address state (B)(6). Reporter phone (B)(6). Reporting institution phone (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating that there are no alarms from the fans in the boxes. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.